Event description:
Boston scientific crm received info that the pt with this device passed away. Boston scientific crm has no specific info as to any device involvement in the pt's death. New info received indicates that the pt's family has retained legal counsel and filed a lawsuit. There were no specific allegation against the functionality of the device within the claim.

Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no add'l info related to this event, if add'l info becomes available, the event will be updated. In 2005 guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator within the lead connector block which, in conjunction with other factors, could result in a electrical short circuit that can prevent the delivery of shock and pacing therapy. Changes to try to prevent this anomaly were made in 2002. This device was manufactured before april, 2002, and is included in this population.